Event description:
Dealer states back caster broke off at weld while patient was lifted in the air. Dealer states family had to hold the patient by the shoulders so she would not fall. Dealer states patient has bruises on her right leg and hit her head. The caretaker hurt her shoulder holding up the patient. Dealer states back caster broke off at weld while patient was lifted in the air. Dealer states family had to hold the patient by the shoulders so she would not fall. Dealer states patient has bruises on her right leg and hit her head. The caretaker hurt her shoulder holding up the patient.